Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reep1702 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility. Device not returned for evaluation.

Event description:
It was reported the accucath blood septum in the hub has not been containing blood. The needle safety activated normally but before attaching the extension set there were drops of blood noticed. No other information was provided. It was reported this occurred with three devices. This report addresses the third device.